Event description:
The nursing staff were having difficulties with the infusion pump and inadequate flow indicators. The decision was made to restart the infusor at another site. As the nurse was removing the device from the pt, she discovered that the needle had not come out with the rest of the device. She palpated the pt's abdomen and found that the needle had broken off in the pt's subcutaneous tissue. The pt was sent to the emergency department. This required an incision and three staples.